Manufacturer narrative:
Outcomes to adverse event, date of event, implant date: dates estimated. UDI #: UDI is unknown as the part and lot number were not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. Based on the information reviewed a cause for the death cannot be determined. However, death is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclips that were related to the following outcomes: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "sex-related clinical characteristics and outcomes of patients undergoing transcatheter edge-to-edge repair for secondary mitral regurgitation." No additional requests for information are needed.